Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/needle resistance - kinked.

Event description:
During insertion, the customer reported the guidewire was difficult advancing through the introducer needle. They opened another kit to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned an introducer needle, a two-lumen midline, a spring wire guide, and a lidstock. The needle and guide wire will be reviewed as part of this complaint investigation. Visual examination revealed that the guide wire was stuck inside the introducer needle. After dislodging the guide wire from the needle, the guide wire was analyzed. Two offset coils and one kink was observed near the distal tip of the guide wire. Microscopic examination confirmed the defects and revealed signs-of-use in the form of biological material. Both the proximal and distal welds appeared spherical and intact. Despite passing all relevant dimensional specifications, the introducer needle contained a slight bend on the cannula. No other defects or anomalies were observed. The offset coils were located at 11mm and 34mm from the distal tip. The kink was located at 19mm from the distal tip. The distal end of the guide wire contained dried biological material. Hence, the proximal end was passed through the introducer needle. The guide wire was able to pass with little to no resistance. A manual tug test confirmed the distal and proximal welds were intact full and spherical. A device history record review did not reveal any manufacturing related issues. The IFU provided with the kit warns the user "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." Additionally, the IFU cautions, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer reported issue of the spring-wire guide kinking was confirmed during evaluation of the returned sample. Visual and microscopic inspection revealed one kink and two offset coils on the guide wire body. The undamaged, proximal portion of the swg was able to advance through the returned introducer needle with minimal resistance. The swg and introducer needle met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. Based on this customer description and the sample received, the probable cause of this complaint is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion, the customer reported the guidewire was difficult advancing through the introducer needle. They opened another kit to finish the procedure.